Manufacturer narrative:
H3: product analysis of handpiece noted that a broken fragment of bur found stuck inside (handpiece) nose cone; bur found broken in half; (handpiece) collar lock found faulty; bur cannot be locked in properly; broken bur was removed; collar lock was replaced. Visually, the shaft was broken 2.09 inches from the distal end of the shank (on proximal end) when returned. There were multiple striations on the shaft and on the shank and traces of wear on shank. Functional testing could not be performed due to the broken state of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operative, the skeeter drill was not working and there was no specific report from the theatre. There is no patient involved in this event. During analysis of the handpiece ,found the broken bur stuck in the handpiece.